Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprograming attempts and had difficulty charging the ipg. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Date of event: exact date unknown, event occurred 1.5 years ago from the date the manufacturer was made aware.